Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. No programming changes have been made at this time, noise is too large to program around. No symptoms were reported.

Manufacturer narrative:
Final analysis confirmed previous report of noise. External abrasion breaching the outer insulation exposing the outer coil was noted at 28.3 ¿ 28.8 cm from the connector pin. The abrasions are consistent with friction to another device or feature of the heart.

Event description:
New information states the right atrial lead was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
Patient condition was good prior and after the procedure.

Event description:
New information states the patient's condition was good condition prior and after the procedure.